Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a carotid procedure. The emboshield nav6 embolic protection device was advanced into the patient anatomy. During advancement, as the device crossed a tortuous area, the device kinked in the sheath and became shredded. It was noted that the emboshield filter never exited the sheath. The device was removed without difficulty and a second emboshield nav6 was used without issue. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported damage was confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined that the difficulties appear to be due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, the device was returned with a stretched tip coils and a core separation. Additionally, there was a coil separation. Information was provided from the site, indicating that the device separation was not noted. Reportedly, the device did not exit the sheath, but became caught in a kink at the distal end of the device. There was no separation noted on fluoroscopy and aspiration was performed after the device was removed. The sheath was replaced and a second emboshield was used without issue. No additional information was provided.